Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: device migration, depression. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with an unspecified mentor breast prosthesis that migrated post implantation. It was reported that the left breast prosthesis would not stay in place and that it did not appear ¿perfect¿ like the patient wanted it to appear. The patient developed depression and decided she needed to explant her breast prostheses. Explantation occurred in 2014 or 2015. Following explantation, the patient believed the depression was from hormonal issues and underwent hormonal therapy and feels better. The patient later replaced her breast prostheses with unspecified breast prostheses on an unknown date. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.